Manufacturer narrative:
(B)(4). Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: unknown batch no.: unknown it was reported by the facility representative that the patient experienced itching after applying chloraprep. Per medwatch: this united states case is a spontaneous report received on (B)(6) 2021, from a consumer via accredo specialty pharmacy. This [omitted] patient began therapy with remodulin (treprostinil sodium, concentration 1 mg/ml), on (B)(6) 2021 for primary pulmonary arterial hypertension. The current dose was reported as 0.013 g/kg continuous via intravenous (IV) route. On an unreported date in 2021, the patient experienced the event of itching that occurs after applying the chloraprep from dressing change kit (dermatitis contact). Co-suspect medication included chloraprep (chlorhexidine gluconate, isopropanol). Concomitant medication included tadalafil. Relevant medical history included primary pulmonary arterial hypertension. It was reported that the patient had itching that occurred after applying the chloraprep from dressing change kit. Action taken with IV remodulin and chloraprep was not reported for the event of dermatitis contact. At the time of reporting, the outcome of dermatitis contact was unknown. The reporter did not provide causality for the event of dermatitis contact.